Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros tropi es result was obtained from a patient sample when processed on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within-run vitros tropi es precision test using known troponin I free sample was outside of expectations prior to service actions. Service actions were completed by an ortho field engineer including replacing the micro immunoassay proboscis and the reagent metering proboscis and performing adjustments. Post service precision testing was within expectations. The service actions have returned the instrument to expected operation. Historical tropi es quality control performance was within expectations. However, the level 1 control does not adequately evaluate performance of the vitros tropi es reagent for a sample with troponin I concentrations < url (0.034 ng/ml). Although a vitros tropi es reagent issue is not likely to be a contributing factor, a reagent issue cannot be entirely ruled out as a contributing factor. Additionally, the customer is not following the sample collection device manufacture¿s recommendation for sample centrifugation, therefore, improper pre-analytical sample handling also cannot be ruled out as a contributing factor to the event. It is possible that cellular debris was present in the affected samples, although, this could not be confirmed.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result from a patient sample processed using a vitros troponin I es reagent lot 2830 in combination with a vitros 5600 integrated system. Patient sample result of 0.063 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result was reported from the laboratory, however, a corrected report was subsequently issued. There were no changes in treatment based solely on the higher than expected tropi es result and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). (B)(4).